Manufacturer narrative:
Conclusion code is being updated for this event.

Event description:
Information was received from a healthcare provider (hcp) indicated the date of onset of the reported event was (B)(6) 2016. The patient experienced baclofen withdrawal and the reason the catheters were replaced was due to being kinked. Troubleshooting included a dye test and the cause of the catheter issue was a kink.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8703w, lot# l37414, implanted: (B)(6) 1996, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen (unknown type) 200 mcg/ml at 677 mcg/day via an implantable pump for head/brain injury and intractable spasticity. It was reported a catheter revision/replacement surgery was scheduled. All catheters were entirely removed and replaced with a new ascenda catheter. The rep had been notified of the revision the day before the case. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.